Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are with in specification. Off no power alarm functions properly. Unit was unable to prime during prime test due to faulty. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unit had cracked case at display window corner and cracked reservoir tube lip. The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 1.8 mmol/l during the time of the incident. The customer was treated for their blood glucose with biscuits and juice. The customer was hospitalized for infected elbow. The customer was admitted to the hospital on (B)(6) 2015. The customer was off the insulin pump during surgery. However, the customer was placed back on insulin pump therapy after the surgery but had a hypoglycemic episode in the idle of the night. The customer was assisted with changing the set on their insulin pump as a result. The customer sent the product back for analysis.